Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
The lines were placed without issue. Upon follow up with the pt, the pt had pain and swelling in the arm. They did an ultrasound of their upper extremities which confirmed deep vein thrombosis. The line was removed. The line was replaced in the opposite arm with another MFR's PICC line.